Manufacturer narrative:
Philips service replaced the speed contr. Assy. Bolus chase and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the speed controller assembly failure caused arc movement issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.